Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. Reprogramming was attempted, however, unsuccessful. The patient underwent revision procedure wherein the leads and ipg were replaced. The patient was doing well postoperatively. The explanted leads and ipg will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7083120. Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 371468.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. Reprogramming was attempted, however, unsuccessful. The patient underwent revision procedure wherein the leads and ipg were replaced. The patient was doing well postoperatively. The explanted leads and ipg will not be returned as they were kept by the medical facility. Additional information was received that the patients ipg was replaced due to charge burden.